Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken in half. There was no loss of cautery associated with damaged cable. There was no sign of thermal damage at site of the insulation damage. No arcing was observed. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Visual inspection found no damage to the instrument conductor wires. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.